Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitor issues an alert stating the atrial tachy response (atr) counter showed 512 episodes. Upon review the clinic noted no stored atr episodes in the logbook or on the main remote monitoring page. A disk of the pacemaker¿s memory was sent into engineering for review. Upon review a device memory error was identified. The error caused the erroneous 512 atr counter data. Engineering noted that the error observed is purely diagnostic and should not interfere with device operation. The pacemaker had no resets or other abnormalities. The pacemaker remains in service and no adverse patient effects were reported.